Event description:
A report was received that the patient underwent a revision procedure due to pain where the headers on extensions were. The physician explanted the patient's two extension. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the lead extensions revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a revision procedure due to pain where the headers on extensions were. The physician explanted the patient's two extension. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-3138-25, serial # (B)(4), description: phase iii lead extension - 25 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.